Manufacturer narrative:
Alleged failure: there was a smoke from the power brick and the monitor got brack out. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) the power failure (2) fuses fail to break circuit due to excessive mains current leading to fire. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the power brick heated and melted.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the power brick heated and melted.